Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc) wall, the duodenum and the aorta. The patient reported becoming aware of the event approximately nineteen years and five months post implant. The patient also reported anxiety and chest pain related to the filter. According to the implant records the patient was reported to have a history of left lower extremity deep vein thrombosis (dvt) along with a high probability of a ventilation perfusion (vq) scan. The filter was placed via the right common femoral vein and deployed with the tip of the filter at the inferior aspect of the l1 vertebral body. A follow up cavagram showed the filter to be in excellent location and properly oriented to the superior vena cava. The patient tolerated the procedure well and was discharged from the interventional suite in satisfactory condition. Approximately nineteen years and four months post implant a computerized tomography (CT) scan indicated was performed to evaluate the filter. The results noted the ivc filter located centrally without tilt. The apex of the filter is located centrally within the ivc and 6 mm above the inferior margin of the left renal vein, the lower of the two renal veins. The struts are seen extending slightly beyond the ivc wall with the anterior strut in contact with the third portion of the duodenum and left struts adjacent to the right lateral wall of the aorta without perforation of the duodenum or the aorta. No fractures were seen. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The trapease ivc filter is indicated for permanent placement. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported event could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records the patient was reported to have a history of left lower extremity deep vein thrombosis (dvt) along with a high probability of a ventilation perfusion (vq) scan. The right groin was prepped and draped in the usual sterile fashion. Using a single needle, the right common femoral vein was entered. Over a guidewire, a catheter was placed in the proximal inferior vena cava and contrast instilled outlining the course of the inferior vena cava and the location of the renal veins at the inferior aspect of l1. Subsequently, the catheter was exchanged over a guidewire for a sheath. Through this sheath, a trapease inferior vena cava (ivc) filter was placed with the tip of the filter at the inferior aspect of the l1 vertebral body. A follow up cavagram showed the filter to be in excellent location and properly oriented to the superior vena cava. The patient tolerated the procedure well and discharged from the interventional suite in satisfactory condition. About nineteen years and four months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The scan reported the ivc filter located centrally without tilt. The apex of the filter is located centrally within the ivc and 6 mm above the inferior margin of the left renal vein, the lower of the two renal veins. The struts are seen extending slightly beyond the ivc wall with the anterior strut in contact with the third portion of the duodenum and left struts adjacent to the right lateral wall of the aorta without perforation of the duodenum or the aorta. No fractures were seen. Incidental findings included cholelithiasis and a hiatal hernia. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts into organs becoming aware of these events approximately nineteen years and five months after the filter implantation, and further experienced anxiety and chest pain related to the filter.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter perforates the inferior vena cava (ivc) wall, the duodenum and the aorta. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿inferior vena cava perforation, aortic perforation and perforation of organ¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, possible long-term complications associated with filter implantation include, but are not limited to filter perforation of the vena cava wall. Additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review the reported perforations could not be confirmed or further clarified. Since no lot number was provided a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter perforates the inferior vena cava (ivc) wall, the duodenum and the aorta. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.